Manufacturer narrative:
An event regarding loosening involving a duracon universal non beaded baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical records were reviewed by a clinical consultant who rejected the records because no clinical/past medical history or current medical history was included. Device history review: a review of the device history records indicated (B)(4) devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: no other events were reported for the lot indicated.

Event description:
Patient had a painful tk with a disengaged screw on x-ray. Plan was to replace insert but upon inspection, baseplate and fem implants were found to be loose. Tibial insert post was also found to be broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a painful tk with a disengaged screw on x-ray. Plan was to replace insert but upon inspection, baseplate and fem implants were found to be loose. Tibial insert post was also found to be broken.